Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the glue on the ultrasonic probe cover was chipped because external force was applied, such as strong rubbing against the subject part during normal use, including re-processing. This issue is addressed in the instructions for use (IFU): " inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Per the legal manufacturer, the other issues identified in the initial report (broken elements in the image, a hole/cut on the bending section rubber cover, frayed strands in the bending section, a dent on the insertion tube and low tension and play in the control knob) have no potential to cause or contribute to death or serious injury if they were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device inspection found missing rubber from the 'c-body', 2 broken elements in the image, a hole/cut on the bending section rubber cover, frayed strands in the bending section, a dent on the insertion tube and low tension and play in the control knobs. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The device was returned to an olympus service center for evaluation. During the evaluation of the device, it was observed that the pink rubber on the probe unit was missing glue, which caused a big gap. There was no patient impact, as the issue was identified during service.